Manufacturer narrative:
The reported complaint of the platform to unable to power on was not verified during the review of the archive and functional testing. There were no device deficiencies found during the evaluation of the platform, which could have caused or contributed to the reported issue. No physical damage was noted during visual inspection data archive investigation could not verify customer complaint. Platform was tested to power on multiple times including during the run in test using 95% patient large resuscitation test fixture and passed with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During device check, prior to the training with manikin, the autopulse platform (sn (B)(4)) was unable to power on. The platform powered off by itself. The issue was not resolved, no troubleshooting was performed. No patient involvement.